Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture management on the implantable pulse generator (ipg) was measuring high and variable thresholds on the right ventricular (rv) lead. Undersensing on the rv lead was also noted. Capture management was turned off and reprogramming occurred. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.